Manufacturer narrative:
(B)(4). Additional device info: the lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite mesh was used in a procedure performed on (B)(6), 2013. According to the complainant, there was difficulty retrieving suture leaders on right side; suture cut.